Event description:
It was reported that this right ventricular (rv) lead exhibited a linear increase in the pacing impedance measurements, but still within normal limits. An increase in the pacing threshold measurements was also observed. It was suspected that the lead integrity could be compromised. Surgical intervention was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.